Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the hp053 handpiece emits a solid tone 0r "lockout condition" intermittently when the cord is moved or manipulated.